Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
It was reported that the patient's system diagnostics recorded high impedances on the lead. The patient was not receiving therapy. Surgical intervention took place where the system was explanted and replaced to address the issue. The ipg was electively replaced. Effective stimulation was restored.